Event description:
The device was used during hysterectomy procedure. Reportedly, the suture broke while being tied. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.